Event description:
Additional information received reported the cause of the corrosion was not identified. The lead was fully inserted into the ins header block. All the contacts on the effective lead were well within normal range except one which was oor (out of range). The patient was reportedly receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 377775, lot# n0029386, implanted: (B)(6) 2005, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that while in the operating room, there was one lead contact that was found to have been ¿out.¿ it was stated that after looking at the lead itself, it looked like there was corrosion on the contact. It was stated that the healthcare provider (hcp) scraped the contact and did an impedance check. It was stated that all of the impedances were within range and ¿looked good all around.¿ it was stated that the lead would be used. Additional information received reported that the corrosion that was found had been on contact number 12. It was stated that prior to having scraped off the ¿corrosion,¿ the impedances were tested at 0.7 volts and a reading of ¿>10,000 ohms¿ was continuously seen. It was noted that after the corrosion was removed, the lead impedances were tested and found to have been fine.

Manufacturer narrative:
(B)(4).